Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent was distorted, bunched and lifted upwards from the stent profile. The damage may have occurred while attempting to insert the device into the guide catheter where the device may have met a restriction. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a unspecified vessel. The physician pre dilated the lesion with an unspecified balloon catheter. The physician had difficulty advancing a 3.0 x 24mm promus premier stent through a guidezilla catheter extension. The stent was removed and stent damage was noted at the distal end. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a unspecified vessel. The physician pre dilated the lesion with an unspecified balloon catheter. The physician had difficulty advancing a 3.0 x 24mm promus premier stent through a guidezilla catheter extension. The stent was removed and stent damage was noted at the distal end. There were no patient complications reported and the patient status is fine.